Event description:
On the previous report the date of the event was stated as 9/1/97. The correct date of event was 3/3/95. The lead has been explanted due to a report of j retention wire fracture without protrusion though the outer polyurethane insulation. Explant method: intravascular, superior. Technique/tools: direct traction. No complications.